Event description:
A report was received that the patient developed infection at the pocket site. Patient symptoms include pain and fever. Antibiotics was prescribed and the patient underwent an explant procedure. It was believed that the infection was not device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.